Manufacturer narrative:
The product was not returned; therefore, no physical analysis could be performed and the reported allegation of device displays device not recognized courtesy error message could not be confirmed. A review of the device history record (DHR) revealed no manufacturing anomalies or deviations that could contribute to the reported event. According to the product risk documentation, device recognition errors and communication faults (such as fiber not detected) are known and anticipated hazards, addressed through design controls and described in the instructions for use. No patient complications were reported, and no new or unexpected risks were identified based on the available information.

Event description:
It was reported that the unit displayed error 150-fiber not connected and error 48-lumenis sis fiber not detected. Subsequently, the procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that this unit displayed errors 150 fiber not connected and 48 lumenis sis fiber not detected. Subsequently this procedure was rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.